Event description:
It was reported to philips that the customer was unable to perform fluoroscopy. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the system was outside of use at the time of the reported event. A philips field service engineer (fse) inspected the system on-site and identified that the power supply unit was defective. The fse replaced the power supply unit which resolved the issue. After the replacement, the system was returned to use in good working order and ready for clinical use. The system log files were reviewed which identified voltage output error from r-cabinet indicating an issue with power supply. The pd.scomp.dcps was returned for further analysis. Functional testing was performed and no failure was observed. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, it was identified that the issue occurred without patient involvement and was identifiable prior to procedure commencement, which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the user of the product must institute a user routine checks program. The user of the product shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. It is instructed to not use the product for any application until the user is sure that the user routine checks have been satisfactorily completed, therefore, as the device was outside of use at the time the issue was identified, the user would identify this issue prior to use. Based on re-evaluation, this case is not reportable.